Event description:
It was reported that the patient was implanted a znn cmn nail 11.5mmx36cm 125 r on (B)(6) 2012. The implant broke and the patient had to undergo revision surgery on (B)(6) 2012.

Manufacturer narrative:
The hospital kept the explanted nail and at the time of this report zimmer is not sure if it will be sent for investigation. On the delivered xray a extra articular neck fracture can be seen. The implanted nail fracture through the lag screw hole. The status of fracture consolidation/healing cannot be evaluated. After 11 months the x-ray picture showed evidence for a missing bone ingrowth or non union of the fracture. As reported the patient is diagnosed with metastatic cancer and tumors, here no further statement about the influence on bone quality or fracture healing was made. However, certain conditions, including cancer can facilitate a more fragile bone substance with influence on its healing behavior e.g. Mal-union. Additionally as stated in the surgical technique (lot no. 97-2493-002-00) "a bone with a medullary canal obliterated by a previous fracture or tumor as well as all concomitant diseases that can impair the functioning and the success of the implant" aer stated as contraindications. The cause for the breakage can not be ascertained from the information received. Once the product is returned to the manufacturer for investigation and the evaluations an up-dated report will be submitted. (B)(4).